Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below-the-ankle. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres for 20 seconds. However, during the second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported. The patient condition was good.